Event description:
Info received indicates the brake caster is not holding.

Manufacturer narrative:
The tech found the left head end brake caster and the brake/steer caster was worn and the caster supports were broken. The tech replaced the casters and the caster supports to repair the bed.